Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed disconnected capacitor wire which will cause the device to not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the white energy capacitor wire was disconnected from the j18 spade connector. When capacitor wire was reconnected, the defibrillation energy delivery issue were resolved. The root cause of the issues was the disconnected connector. The customer has been provided with a replacement device. The customer's device was archived by stryker.